Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the setscrew at the atrial port of the pacemaker header was found stripped. The pacemaker was removed and replaced. The patient had no adverse consequences.